Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported the right ventricle (rv) lead was interrogated during the two weeks post op follow-up. The rv lead was observed to be showing high threshold values. The patient was sent for an x-ray, and a revision procedure will be scheduled for lead repositioning. No patient harm was reported. Additional information received indicated that the revision procedure was performed and the rv lead was repositioned. All measurements were normal.